Manufacturer narrative:
The device was evaluated by the manufacturer. The device exceeded the maximum allowed temperature rise and there was excessive noise coming from the motor. There was insufficient lube in the bearings on the rotor assembly and driveshaft assembly. The device was repaired and returned to the customer.

Event description:
It was reported that the product was getting hot during a wisdom tooth extraction. The customer had another unit to complete the procedure. There was no medical intervention required and no delay in the procedure.